Manufacturer narrative:
On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: one year after primary cementless tha in a rather young female patient, medial protrusion of the acetabular cup was detected. Post-primary images were not made available, therefore no reconstruction of the migration history can be made. It is extremely unlikely that such a problem be caused by a defective device. Batch review performed on 21 december 2016. (B)(4).

Event description:
The patient came in complaining of pain. The surgeon noticed the cup had been pushed into the acetabulum. The cause is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.